Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. Philip's field service engineer was unable to duplicate the reported problem. There were no parts replaced.

Event description:
During an unrelated service event the field service engineer (fse) reported an occurrence of unit failing pre-operational testing during system pressure testing found in the significant event log. There was no patient involvement.